Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k hemodialysis (hd) machine had a burned and melted power control board. The burned board was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A regional equipment specialist (res) replaced the upper power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event.

Manufacturer narrative:
Plant investigation: a fresenius regional equipment specialist (res) investigated the machine, and found the power control board and main power cable damaged by burns. The res replaced the upper power supply to resolve the issue and return the machine to service. At the customer's request, the res also upgraded functional software. Tests were completed and the machine passed functional checks. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.